Event description:
Restylane was injected above chin area -below lips on the right an left sides-. It was not FDA approved at that date. The pain of the injections was extreme and the results were unsatisfactory due to the lack of specific professional training and education on the correct use of the device, which would have been available once FDA approved. In addition, once it gained FDA approval on december 12, 2003, the FDA advisory panel noted that there was limited data in the study on the safety of restylane in non-caucasians. Pt was not made aware of any of the above issues before or during the time of the injections. This deceptive act is, in pt's opinion, declared unlawful by the FDA and the medical board. Use of non-FDA-approved drugs and devices is unethical and illegal. As a result of this deceptive act, pt suffered injury.